Event description:
On (B)(6) 2011, the pt was emergently repair for a traumatic aortic transaction and implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2011, the pt underwent a follow-up computed tomography that revealed device infolding. On (B)(6) 2011, the pt underwent a reintervention where a gore conformable tag thoracic endoprosthesis was implanted relining the originally implanted gore tag thoracic endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.